Event description:
When two sets of primary IV set no filter, from the same lot, were found with unknown residue in the chamber, I began pulling sets to see if there were more. During that investigation, I found three of the same lot that contained this haze/film/moisture/residue in drip chamber of the primary IV tubing. Manufacturer response for primary IV set no filter, infusomat space pump IV set (per site reporter). Waiting for the manufacturer's response.